Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly, failed battery test and low battery alert noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, off no power, and low battery. The patient's blood glucose had been between 60 mg/dl and 300 mg/dl. A replacement battery cap did not resolve the low battery issue; the batteries continued to drain quickly. The insulin pump was returned for analysis.